Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead component could not be inserted into the implantable neurostimulator (ins). The physician tried backing out the set screw and using surgilube but still could not get the lead past the halfway point of insertion. The ins was not used and a backup device was then successfully implanted into the patient. There were no patient symptoms or complications reported that were associated with the event. The patient status at the time of report was noted as ¿alive ¿ no injury.¿if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the returned neurostimulator model 3058 serial # (B)(4). Showed no anomalies. Analysis of the returned wrench accessory showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.